Event description:
Customer reported device=192mg/dl. At approx 7pm customer went into diabetic coma and passed out in bathtub. Customer's spouse called paramedics. Paramedics device=<30mg/dl. Customer treated with glucose IV, oral glucose and transported to emergency room. Hospital administered food and tested blood glucose unitl customer stabilized. Customer released from hosp approx 11:30pm. Controls were in range when tested at the start of new vial. A request was made for the return of the suspect device and replacement product was sent.